Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without failures. The valve actuation test passed. The system air leak test passed. The load cell verification was within tolerance. The patient sensor calibration check passed. The teach pumps test passed. There were no internal inspection discrepancies. The system performed as designed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The patient's nurse reported that the incident was attributed to poor sterile technique. However, medical records were requested and not made available for post market clinical review.

Event description:
A peritoneal dialysis (pd) patient reported that he found that his effluent was cloudy. He took a sample to his clinic, where it was determined that he had peritonitis, for which he was prescribed medication. During follow up the pt's pd nurse reported he had been diagnosed with peritonitis with symptoms first appearing (B)(6) 2015. The peritonitis was attributed to poor sterile technique. Med records have been requested.